Manufacturer narrative:
It is unknown if the device was returned to olympus for evaluation. The case report does not provide additional information about the device or location where the procedure was performed. The cause of the event can not be determined at this time.

Event description:
Olympus received a legal document on (B)(6) 2016 which alleged that on (B)(6) 2013, a patient underwent gynecologic surgery for what was thought to be benign fibroid tumors. A pks plasmasord bipolar morcellator was used during this procedure. The patient claims that the risks associated with the use of this device were not communicated. The patient was subsequently diagnosed with advanced high-grade metastatic pelvic/uterine leiomyosarcoma, stage IV.